Event description:
Breakage of male luer of IV extension set into central venous access port reported. A pt was receiving tpn at 100cc/hr via central venous access port. A nurse was changing the tubing, and as she loosened the luer lock, the male luer broke off into the central line port. The central line was removed and replaced over a guidewire without problem for the pt. No pt harm reported.